Event description:
Reportedly, the device was fired across the stomach and approximately half way through the staples did not form correctly. The device cut but did not staple half way through the stomach. The affected area was subsequently sewn and procedure completed.